Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) sent an e-mail to report that "keratitis can cause eye pain, redness, blurred vision and even blindness in severe cases. This happened to me and I just slept in them one night and it was a new one. I still can't see good from my eye. Blurred vision and the contacts I use, accuvue vision, the type you can sleep in at night. It was a brand new box. To now I still am not seeing, just spots out of my right eye. I was at a hospital ICU then I had to see the eye drs every 2 days then 2 times a week then 1 time a week now I am down to one month but my right eye is complete damaged. I don't know what is going to happen now but is being a brand new box and all health precautions were taken then this. I believe you are at some fault. I have wore these type contacts for 16 years and not trouble and have slept in them for a week at a time but cleaning them every day. I still can't see good like before. It is really depressed me im on depression meds and I have to take nerv meds. I fall and get hurt from not being able to see." On (B)(6) 2016 a phone call was placed to the pt and additional medical information was obtained as follows: the pt stated he/she was diagnosed with keratitis od; the pt reported that he/she was wearing acuvue oasys brand contact lenses (cl). The pt reported that his/her eye started watering and thought it was allergies because her eye was also itching. Pt stated he/she went to the eye care provider who thought he/she had conjunctivitis and gave the pt salve/drops. The pt stated his/her eye got worse and he/she had a headache. The pt reported that he/she went to the hospital by ambulance and was admitted to the ICU for treatment. On (B)(6) 2016 the pt called to report that he/she was scheduled for a cornea transplant on (B)(6) 2016. The pt reported that he/she went back for a fu appointment to the ecp (B)(6) 2016. During that appointment the pt reported that the predforte eye drop was discontinued. The pt reported that "I am so scared. I just want all of this to be over and I want to see normally again." The pt reported that "I have worn contact lenses for over 16 years and never had a problem until this issue." The pt reported that "I never sleep in my lenses, I take them out every night. This time I fell asleep in the lenses and when I woke up I couldn't get the od cl out of my eye." The pt reported "I tried everything to get it out and it was hurting." The pt reported that "I think I probably scratched a hole in my cornea with my fingernail. The pt reported that "I'm just going to stick to glasses for a while now. I'm scared to put a cl back in my eye." The pt reported that "I finally got some glasses, but with the glasses I only see sun bursts in the od that causes headaches and migraines. I still bump into things because of the vision loss in the od." The lot # is unknown and the suspect product was discarded. Event date is (B)(6) 2016. The patient's medical records were received. Patient medical records summary: date of visit: (B)(6) 2016. Chief complaint: eye pain; diagnoses: corneal ulcer, right; hpi: in the right eye, characterized by throbbing, pain was noted as 9/10. Occurring constantly. It is worse throughout the day. Duration of 3 days. Since onset it is gradually worsening. Associated symptoms include discharge, blurred vision, redness, tearing, photophobia, nausea and migraines. Treatments tried include no treatments. Response to treatment was no improvement. Comments: (B)(6) yo/w/f here for full eye exam. Pt states that about 3 days ago she think she was having an allergy attack as her od just kept watering and she was also wearing contact lens. States that she was taking the contact out she may have scratched her cornea. Pt went to ER was transported to ER across the street and was dx with: corneal ulcer; eye pain; discharge (yellow mucous); va loss od base eye exam: right: dist sc: lp; dist ph sc: ni; pupil od: nv; tonometry od: 14; slit lamp exam: right: lids/lashes: normal; conjunctiva/sclera: 3+ inj; 1+ chemosis; cornea: 3.5 x 3.5 epi defect with infiltrate, superior pannus, 2+ edema with folds; anterior chamber od: 3+ c/f; 1.2mm hypopyon; iris od: dilated; lens: hazy. Progress notes: corneal ulcer od; patient states she can't get eyedrops for monetary reasons. Explained to patient the risks of not using fortified abx and risks of worsening vision, infection and possibly of corneal perforation and need for emergency surgery, also risk of systemic infections. Patient understands and states she has no was of affording eye medication. Pt would like to go to the hospital for admission in order to get proper treatment for bacterial ulcer od. Patient will need fortified tobra and vanc q 1 hour around the clock. Will order fortified vancomycin, tobradex, atropine once admitted. Medications ordered this encounter: doxycycline (vibramycin) 100 mg capsule; moxifloxacin (vigamox) 0.5% 1 drop into the right eye every hour; tobramycin (tobrex) 0.3% 1 drop into the left eye every hour. Date of visit: (B)(6) 2016. Chief complaint: corneal ulcer. Diagnoses: corneal ulcer, right. Hpi: pt states she still has pain however she can now see a little better out of the eye. Tobramycin q1h; atropine tid; polymixin ung bid; base eye exam: va: od: dist sc: hm @ 1r; pupil od: no view; tonometry: 17; extraocular movement od: full. Slit lamp exam od: external: eye lid closed, tearful; lids/lashes: mild erythema; conjunctiva/sclera: 2+ inj, 1+ chemosis, subconj heme temporally/inferiorly; cornea: 4.5 x 4.5 epi defect with patchy infiltrate; inferior thinning; anterior chamber: 4+ c. 1+ flare, 1.0 mm hypopyon; iris: dilated. Progress notes: pseudomonas ulcer od; pain sensitive; symptoms improving; ulcer consolidating, persistent epi defect; hypopyon improving; continue tobry 1.4 %, polysporin, atropine gtts; rx for cipro today; high dose vitamin c 2 g/day (B)(6) patient using prokera to help healing process. D/w patient a/r/b of procedure, including pain, worsening vision, infection. Patient understands and would like to proceed; rtc (B)(6) 2016 preop and follow-up; surgery: (B)(6) 2016 prokera thin od - topical; pod 1 (B)(6) 2016. Medications ordered this encounter: cipro 500 mg 1 tablet 2 times daily. Follow-up and disposition: return in about 1 day (around (B)(6) 2016). Date of visit: (B)(6) 2016 chief complaint: follow-up. Diagnoses: corneal ulcer of right eye. (B)(6) y/o female here for 1 day pop of prokera in the od (B)(6) 2016. Pt did not sleep well last night, c/o trouble seeing, eye pain, itching, redness, and discharge of the od gtts: tobra 1.4 %, polysporin, atropine gtts; cipro today; high dose vitamin c 2 g/day base eye exam: va od: dist sc: hm; tonometry: pressure: 17. Progress notes: pseudomonas ulcer od; pan sensitive, ulcer consolidating, persistent epi defect, decrease tobry 1.4 % q 2h; polysporin ung, atropine gtts, cont cipro, high dose vitamin c 2g/day. Rtc (B)(6) 2016 (patient not able to make it in tomorrow as she has been commuting from (B)(6) every day this week for appointments, told pt if there are any changes as all in symptoms to call and return immediately). Follow-up and disposition: return in about 4 days (around (B)(6) 2016) date of visit: (B)(6) 2016. Chief complaint: eye pain; headache, itchy eye; follow-up 1 mo fu. Diagnoses: corneal ulcer right eye. Hpi: in right eye, characterized as aching. Follow-up: additional comments: 1 mo f/u. Headache: duration of weeks: occurring constantly. Itchy eye: occurring constantly. Comments: pseudomonas ulcer od, od eye pain/itchy, headache. Gtts: atropine 2/0; tob q 2h; polysporin 2/0; vit c 2g/day. Base eye exam: va od: hm; pupil: perrl; tonometry: 10. Slit lamp exam: right: external: eyelid closed, tearful. Lids/lashes: mild erythema. Conjunctiva/sclera: 2+ inj, 1+ chemosis. Cornea: 4.5 x 4.5 infiltrate/early scarring, inferior thinning. Anterior chamber: 3+ c, 1+ flare. Iris: dilated. Progress notes: pseudomonas ulcer od, pan-sensitive, decrease tobry 1.4 % q 4 h, polysporin ung, atropine gtts, high dose vitamin c 2g/day, prokera ring removed today, hypopyon resolved; rtc 2 days. Medications ordered this encounter: tobrex 1 drop q 4 hours. Follow-up and disposition: return in about 2 days (around (B)(6) 2016). Date of visit: (B)(6) 2016. Chief complaint: follow-up. Diagnoses: corneal ulcer of right eye. Hpi: (B)(6) yo/f, here for f/u/ pt states she is still having difficulty seeing od, but states she can see a little close up. Pt states she was having some eye pain, but believes it was linked to a sinus infection. Pt states she borrowed some reading glasses, was able to see a little better. Pt states she would like glasses for distance vision. Gtts: atropine 2/0, tob q 4 h, polysporin 2/0, vit c 2 g/day. Base eye exam od: dist sc: cf @ 5'; pupil: 6, react: minimal; tonometry pressure: 10. Slit lamp exam od: external: eyelid closed, tearful. Lids/lashes: mild erythema. Conjunctiva/sclera: 2+inj, 1 + chemosis. Cornea: 4.5 x 4.5 infiltrate/early scarring, inferior thinning. Anterior chamber: 1+ cell, 1+ flare. Iris: dilated, ps. Progress notes: pseudomonas ulcer od, pan-sensitive, tobra 1.4% q 4 h, polysporin ung, atropine gtts, high dose vit c 2g/day follow-up and disposition: return in about 1 week (around (B)(6) 2016). Date of visit: (B)(6) 2016. Chief complaint: follow-up. Diagnoses: corneal ulcer right eye. Hpi: (B)(6) yo/f here for 1 week fu; pseudomonas ulcer od. Pt states that she is ready to get things done to be able to see. Gtts: atropine 2/0, tob q 4 h, polysporin 2/0, vit c 2 g/day. Base eye exam: va: dist sc: 20/100 -2; pupil: 6 (obscured); tonometry: 16; visual fields: full slit lamp exam od: external: eyelid closed, tearful. Lids/lashes: mild erythema. Conjunctiva/sclera: 2+ inj/1+ chemosis. Cornea: 4.5 x 4.5 scarring, inferior thinning. Anterior chamber: deep and quiet. Iris: dilated, ps. Progress notes: pseudomonas ulcer od, pan-sensitive, tobra 1.4 % q 4 h, polysporin ung, atropine gtts, start pf qid od, high dose vitamin c 2g/day. Rtc 2 weeks. Medications ordered this encounter: pred forte 1% place 1 drop into the od qid. Follow-up and disposition: return in about 2 weeks (around (B)(6) 2016). Date of visit: (B)(6) 2016. Chief complaint: follow-up. Diagnoses: corneal ulcer of right eye. Hpi: (B)(6) yo/f with pseudomonas ulcer od, here for around 2 weeks fu. Gtts: atropine 2/0, tob q 4 h, polysporin 2/0, vit c 2 g/day, pred forte qid od. Base eye exam: visual acuity: od: dist cc: 20/70 -2, dist ph cc: 20/40 (+). Tonometry: 20. Visual fields: od: full. Slit lamp exam: external od: eyelid closed, tearful. Lids/lashes: mild erythema. Conjunctiva/sclera: white and quiet. Cornea: 4.5 x 4.5 scarring, inferior thinning. Anterior chamber: deep and quiet. Iris: dilated, ps. Progress notes: pseudomonas ulcer od, pan-sensitive, stop tobry 1.4 % q 4 h, hold. Atropine gtts, ok to stop vitamin c 2g/day. Pf qid od. Polysporin ung. Follow-up and disposition: return in about 1 month (around (B)(6) 2016). If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On MDR 1033553-2016-00028 fu #2 the incorrect patient identifier (B)(6) was reported. The correct patient identifier is (B)(6).

Manufacturer narrative:
On 21mar2016 the patient (pt) sent an email to report that he/she had a cornea transplant on (B)(6) 2016. The pt reported ¿I will not be able to see for 3 months and it will take a year for me to really get my eye sight back.¿ on 29mar2016 a call was received from the pt who reported that he/she had a follow-up on (B)(6) 2016. The pt reported that the eye care provider (ecp) advised the pt that "so far it looks good and is healing well." The pt reported that the ecp didn't do "an eye exam and get any readings yet." The pt reported that she is doing ok and trying to take it easy. The pt also reported that he/she has a follow-up appointment on (B)(6) 2016. On (B)(6) 2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she went for a follow up visit today. The pt reported that he/she no longer has the bandage on her eye and was advised by her doctor to keep the eye moist by using wetting drops. The pt reported that he/she is also using steroid drops. The pt also reported that he/he was told that his/her eye is attaching and doing well, but she still has no vision. The pt reported that the next follow-up visit is scheduled for (B)(6) 2016. The pt reported that his/her eye color is now hazel/blue color and it was brown before. On (B)(6) 2016 the pt called to report that he/she is using steroid drops six times a day and a ¿salve¿ as well. No additional medical information has been received. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 the patient (pt) called to report that "my vision is slowly coming back in the transplanted cornea." The pt also reported that his/her last visit to the eye care professional (ecp) advised the pt that ¿the transplanted cornea looked really well and the vision is slowly beginning to return.¿ the pt reported that ¿I think my vision was 20/2500 in the od, but it¿s the first time the doctor has checked with vision since the transplant.¿ the pt also reported that he/she will ¿be fit in a hard contact lens sometime in the future.¿ the pt reported that ¿I am doing well.¿ no additional medical information was received.

Manufacturer narrative:
On (B)(6) 2020, an email was received from the patient (pt) with additional information: the pt reported being blind in the eye due to this event and advised of an appointment on (B)(6) 2020 to schedule a surgery for another transplant of the cornea and tissue. The pt stated the date of event of was (B)(6) 2015. On (B)(6) 2020, the pt was contacted, and additional information was received: the pt returned to the eye care provider (ecp) office and saw a different ecp who advised the transplanted cornea and surrounding tissues are ¿very infected.¿ another corneal transplant is scheduled for (B)(6) 2020. The pt is currently using eye drops for pain but was not prescribed any antibiotics. The pt reported not being able to drive or go out due to pain and photophobia and must take ¿antirejection medication.¿ the pt will call back after surgery. On (B)(6) 2020, a call was received from the pt with additional information: the pt reported an evaluation done by the ecp revealed a cataract that is going to be removed (unspecified date) prior to the corneal transplant. The ecp provided the pt with eye drops (unspecified) to be used every 2 hours. No additional information was provided. On (B)(6) 2020, an email was received from the pt with additional information: the pt reported being blind in the right eye for 5 years. The pt previously had a corneal transplant that was rejected. After visiting a surgeon recently, a cataract was found ¿that is caused from the retro drops¿ the pt is required to use. The pt noted the pain being ¿so bad the stitches are coming out of it.¿ surgery for cataract removal is scheduled for (B)(6) 2020. The transplant of the cornea and tissue with be completed after the cataract surgery (unspecified date). No additional information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2018 a call was received from the patient (pt) who provided additional information: pt reported that the "transplant had not quite rejected as yet, but I'm blind in that eye." Pt reported the eye care provided (ecp) will not consider another transplant and is considering "sewing the eye closed so I don't have to apply the moisturizer drops so frequently". Pt reported the eye sight had not returned since the transplant. The pt reports no infections or complications. No additional information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.